Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) was randomly rebooting at night. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-120p. Serial #: (B)(6). Device manufacturer data: 12/06/2018 (dec. 06, 2018). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: gz-120p. Serial #: (B)(6). Device manufacturer data: 08/26/2019 (aug. 26, 2019). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was randomly rebooting at night. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) was randomly rebooting at night. No patient harm was reported. Investigation summary: the device logs were reviewed. The issue was found to be attributed to the local network environment and user error. The cause was determined to be communication interruptions due to the local network environment and user error. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-120p. Serial #:(b)6). Device manufacturer data: 12/06/2018 (dec. 06, 2018). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: gz-120p serial #: (B)(6). Device manufacturer data: 08/26/2019 (aug. 26, 2019). Unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was randomly rebooting at night. No patient harm was reported.